Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a polarity switch, high impedance, over-sensing of noise and high thresholds. It was also noted that the right ventricular (rv) lead exhibited a fracture. The ra lead was revised and remains in use and the rv was capped and replaced. No patient complications have been reported as a result of this event.